Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call indicated that customer was hospitalized due to high blood glucose value. Insulin pump was received power supply test failed during self-test alarm and the motor arm cannot communicated with the main arm alarm. Customer was able to clear the alarms. Customer blood glucose was 160 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Pump error 63 alarmed during self test. Device trace download confirmed pump error 4 followed by pump error 63 (variable 3) due to broken trace at u1pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device uploaded properly using carelink. Device had scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment.